Event description:
The customer reported approximately fifty milliliters of cleaner solution and diluent leaked outside the instrument and onto the counter during system startup involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a hole in the I-beam tubing at pinch valve pv37. The fse replaced the affected tubing and resolved the fluid leak issue. No further evidence of fluid leak or diluent level errors was observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).